Event description:
According to the reporter, during the removal of uterus cyst, while the doctor was passing the needle from the uterus, employing a continued technique, the needle suddenly broke. Surgery extended for more than an hour, because it was difficult for the doctor to find the broken needle. Patient was not injured or jeopardized.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned samples noted one partial suture and one needle. The needle was broken at the swaged end. The broken swaged end of the needle was attached to the partial suture. As no sealed products were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of uterus cyst, while the doctor was passing the needle from the uterus, employing a continued technique, the needle suddenly broke. Surgery extended for more than an hour, because it was difficult for the doctor to find the broken needle. A new suture was used in order to complete the case. Patient was not injured or jeopardized.